Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own and was stuck in the windows 2000 screen. They tried cleaning the dust out and going into safe mode, but the issue persisted. The customer sent the device in to nihon kohden for evaluation and repair and is awaiting the evaluation. A loaner device was provided to the customer. The unit was in use on patients, however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted on its own and was stuck in the windows 2000 screen.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted on its own and was stuck in the windows 2000 screen. The customer tried cleaning out the dust and tried going into safe mode, but the issue persisted. The device was returned to us for evaluation. The harddrives were replaced and the unit was tested and operates to manufacturer specifications. The repaired unit was returned to the customer. The unit was in use on patients; however, no patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.